Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgical scope encountered temporary image loss, the image cuts in or out during articulation. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Please see updates to d9, g1, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the image becomes unstable during upward angulation, most likely due to an electrical component damage. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.